Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. According to received information, the ventilator's support arm was broken. Further information has been requested but has not yet been received. The UDI information is not available since the device was manufactured before 2015.